Event description:
After an implantation period of approx. 147 months, it was reported that the ICD was found to be in back-up mode. After re-initialization of the ICD, impedance values greater than 3000 ohm were reported. At the moment biotronik has no further details with regard to the revision procedure.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. Therefore this report only refers to the analysis of the returned device data of the ICD, the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided x-ray image. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode on (B)(6) 2017 at 00:30 am, because it detected invalid memory content during an automatic signature check. The ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup mode to assure the patients safety. Confirming the clinical observation, the data further showed that multiple therapies were delivered by the device while the ICD was in backup mode. Please note, that the ability of the device to deliver anti-tachycardia as well as anti-bradycardia therapy is not affected by the safety mechanism. However, the backup mode program will be loaded from an unalterable memory and therefore consists of a fixed parameter set to cover the widest possible patient population. The anti-tachycardia therapy functions were -by design- automatically deactivated at first interrogation of the device in backup mode, followed by a user notification on the programmer screen about the occurred backup mode and the initial deactivation of the anti-tachycardia therapy functions during the interrogation. The device data generated after the re-initialization process were analyzed and showed a normal and as expected device behavior. There was no indication of a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The available follow-up data of january 29, 2018 further confirmed that the pacing impedance, measured during the impedance test was > 3000 ohms, as mentioned in the event description. The data did not include iegms or pacing threshold values. Thus the reported increase of the pacing threshold as well as the shock deliveries were elusive with the provided data. Based on the inspection of the provided x-ray image, no conclusion regarding the root cause for the clinical observations can be drawn as it did not demonstrate any significant peculiarities. An analysis of the lead would be necessary for a root cause investigation.should additional information or the lead itself become available, the investigation will be updated.